Event description:
The account alleges that brake will not hold at the head end, due to the brake pads not engaging when the device is raised. No injuries were reported.

Manufacturer narrative:
The tech installed the new caster base on the head end, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.